Event description:
Voluntary medwatch received states that left ventricular (lv) lead exhibited far p over-sensing which resulted in pacing inhibition. An x-ray revealed that the lv lead had dislodged. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Voluntary medwatch report received: mw5163276.